Event description:
Patient said her cadd ms3 (sn # (B)(4)) will not turn on. She said she changed the batteries and it will not turn back on. She switched over to her backup pump- no harm to patient. Pump is being returned for inspection and replacement pump is being shipped to patient. No further information available. Reported to (B)(6) by: patient/caregiver.